Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient had been hospitalized of an unrelated event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with reflin (1 gram, frequency and route not reported), fortum (1 gram, frequency and route not reported) for peritonitis. The patient recovered from the peritonitis event and would be discharged from the hospital two days after the onset of peritonitis. The action taken with dianeal therapy was not reported. No additional information is available.